Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, a temperature change occurred to the pump prior to the occlusion alarm declaring. The customer experienced a blood glucose (bg) level of 395 mg/dl and high levels of ketones. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula and the customer observed small air bubbles in the cartridge tubing. Tandem technical support advised the customer to avoid temperature changes to the pump and to perform an infusion set change to address the occlusion.